Manufacturer narrative:
The device was not return to olympus for evaluation, it was return to the repair facility, and the customer's allegation was confirmed. The device evaluation found that the camera cable was broken. Based on the results of the investigation, it is likely that the following led to the malfunction: the information obtained from this complaint and the results of the investigation did not lead to the identification of the cause of the occurrence. A device history review revealed no issues that could have caused or contributed to the reported issue. The event can be prevented by following the instructions for use which state: phenomenon (1) IFU applicable area. Precautions for disappeared or frozen endoscopic image. Important information ¿ please read before use. [Warning] if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity is observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation. Phenomenon (2) IFU applicable area. Reprocessing: general policy. [Warning] do not use excessive force when wiping the external surfaces of the camera cable. Otherwise, the camera cable could become damaged. Precautions for disappeared or frozen endoscopic image. Important information ¿ please read before use. [Warning] if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity is observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation. Reprocessing: general policy. [Warning] do not use excessive force when wiping the external surfaces of the camera cable. Otherwise, the camera cable could become damaged. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance of this device.

Event description:
It was reported the subject device presented an abnormal image. The issue was identified during preparation for an unspecified procedure. There were no reports of patient harm.